Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, it was reported that the heater bag had disconnected which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater bag disconnecting from the homechoice cassette. The technical service representative advised that the patient should start over with new supplies, and reviewed proper procedures per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.